Event description:
The pt called lifescan (lfs) in 2005 and alleged that his meter was reading inaccurately low and missing segments. The medical affairs specialist spoke to the pt and obtained/verified the following information. The day before the pt tested his blood glucose and obtained two results of 61 and 63 mg/dl. He then tested on his other meter and obtained a result of 123 mg/dl. He did not have any symptoms at the time of the result. He had something to eat and then walked to his local firehouse to have his blood glucose tested. The result obtained on the paramedic's meter was 154 mg/dl. No treatment was provided. The patient's test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The meter was not cleaned according to the owner's manual. The pt performed two control solution tests, both failed. The patient also reported that this meter is missing segments, which could have contributed to the failed control tests. A replacement meter has been sent.